Event description:
Note: this report pertains to one of three events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-3162 and 3005099803-2008-3163 for a description of the other two events. It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation on a female patient six days prior (patient age and weight unknown). According to the complainant, during the procedure, the balloon burst inside the patient before reaching the required size of 3 atm. Two other c.r.e. Balloon dilatation catheters were used during the procedure and they also burst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed. However, the most probable root cause is the balloon burst due to contact with a sharp exterior source, such as a calcified lesion.